Event description:
It was reported the colonovideoscope had some visible debris in the upper part of the picture when used. The issue occurred during a diagnostic colonoscopy. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in the air/water tube. For the reported failure of debris, based on the results of the investigation, it is likely the following led to the malfunction: light guide bundle breakage and due to damage on the charged coupled device unit, the image has shadows. For the finding of white foreign material in the air/ water tube, the cause is likely traced to failure to follow instructions, however a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.